Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an infection. The infection was further described as "on the transfer set" (no further detail was provided). The cause of the infection was not reported. It was not reported if the patient was hospitalized or if they were treated for the infection. No further information was provided regarding the outcome or if peritoneal dialysis therapy was ongoing. No additional information is available.